Event description:
The pt was implanted with a smooth becker mammary prosthesis on 5/12/1997, subsequently the pt experienced an infection, delayed wound healing and irritation. The device was removed on 1/12/1998.